Event description:
Customer reported having an issue with the scroll wrap feature on the insulin pump. Customer stated that they were able to suspend the max bolus three times. Customer stated that they treated with food to bring up blood glucose readings of 36 mg/dl because of the scroll wrap issue. Customer also had an incident where she took insulin and went to sleep. Customer woke up sweating and with hypoglycemia. Customer stated that this has occurred multiple times. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.